Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by the patient that they underwent an unknown hernia repair on (B)(6) 2007 and mesh was implanted. The patient had been experiencing pain and underwent bariatric surgery and the patient reported that the mesh was found at that time to be all balled up. The mesh was removed on (B)(6) 2015. The patient reported that the pathology report showed "foreign body and focal foreign body large cell reaction and fibrosis." Following mesh removal, the patient developed complications and required an overnight stay, 2 units of blood and developed a hematoma. Additional information has been requested.